Manufacturer narrative:
The computer was sent to the vendor for analysis. Vendor analysis found that the failure could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that he manufacturer representative (rep) was unable to establish communication with the system. The navigation light on the axiem box would not illuminate. The rep restarted the system multiple times with the systems separated and was able to get normal behavior only a couple times. Eminterface would sometimes be available and sometimes would not be. The emitter would also randomly stop communicating if the rep was able to get the axiem box to begin communicating. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. E) initial reporter not known at the time of reporting. The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The communication between the axiem and the returned computer was intermittent. After communication was established, it was lost, then it would regain a short time later. Changing the uninterruptible power supply (ups) ports did not effect the behavior. A computer failure was observed. The manufacturer representative went to the site to test the navigation system. They exchanged the compact computer. The investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that he manufacturer representative (rep) was unable to establish communication with the system. The navigation light on the axiem box would not illuminate. The rep restarted the system multiple times with the systems separated and was able to get normal behavior only a couple times. Eminterface would sometimes be available and sometimes would not be. The emitter would also randomly stop communicating if the rep was able to get the axiem box to begin communicating. No patient was present at the time of the event.